Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had an x-ray about six weeks prior to the report. It was a preventative x-ray by the managing healthcare provider (hcp) to determine if the leads had moved after the patient reported to have fallen. The fall was on (B)(6) 2015. There were no changes in stimulation or therapy issues after the fall. The manufacturer's representative (rep) met with the patient the day of the report and reported a power on reset (por) with error code 0x400 (parity error). Therapy had stopped and there was a sudden loss of stimulation one week prior to the report. The first time the patient saw the por was a week prior to the report when a recharge attempt was made. The steps to clear with the clinician programmer were reviewed which successful cleared the por. It was noted this was the first time the por had occurred.